Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery alarms noted during testing. However, power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 182 mg/dl at the time of the incident. The customer stated that low battery alarm occurred less than 10 hours form low battery. The customer stated that battery cap was normal. The product was returned for analysis.